Event description:
It was reported that there was an lcd bleed. Per reporter, this event occurred during testing. There was no patient involvement. Device analysis found the downstream occlusion seal was lifting.

Manufacturer narrative:
One device was returned for evaluation. Service history review found that device has not been in for service in the review period. Review of the event history log was not applicable. Visual evaluation of the device found the device to be in used condition with the tamper seal removed/broken and not in its original packaging. The pump had scratches on the lens and a lifting downstream occlusion (dso) seal. Replaced dso seal to address reportable event. Also replaced lcd to address initial cause for complaint, lens, lens gasket, overlay, rear label, rtc battery, rear housing, 8 position keypad, bottom label, and battery door. The pump passed all functional tests after repair.